Event description:
It was reported that the left ventricular lead had no capture at maximum output, high impedance, and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d284trk ICD, implanted: (B)(6) 2011. (B)(4).